Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker implant procedure. Upon interrogation of the pacemaker, it was noted that the right ventricular (rv) lead exhibited high capture threshold and low pacing impedance measurements. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.